Manufacturer narrative:
The reported event of the ¿ventricular pacing percentage over the limit¿ alert being seen was confirmed via provided device records. Based on the information provided, it was determined that the alert is triggered when the average pacing percentage over a 7-day window exceeds the limit. When the programming changes were made, the 7-day window was not restarted; hence the alert was delivered. The device is performing per design.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that exhibited incorrect measurement. The pacemaker incorrectly measured the ventricular pacing percentage, which caused the alert to be triggered. No intervention was performed, and there were no patient consequences.